Event description:
Supplemental report is being submitted as a cancellation as this file no longer meets reporting requirements.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: the echo-19 device of lot number c1942455 was returned for evaluation, opened with the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Customer confirmed the kink on the device was the issue. Customer response: "I think it was the kink below the metal part that was the issue". The device related to this occurrence underwent a laboratory evaluation on 09 january 2023. The returned device lab findings and observations can be referred through the attached files. On evaluation of the device the below was observed: proximal kink just below the sheath extender observed. Distal end of needle examined, and no issue observed sheath extender able to retract fully but unable to advance past kink below sheath extender. Needle able to advance and retract with difficulty. A CAPA (pr (217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. As a result, clarification was requested from cirl engineering to determine if this pr should be included under the scope of CAPA 217973 and it was concluded that it should not. Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the handling of the device after removal from the packaging /during device preparation which may have caused the kink. It can be concluded the device damage was most likely produced through handling damage due to poor device removal technique based on the tests performed by sme and qe support for echo devices during lab evaluation there were difficulties with needle advancement and retraction it is possible that this was due to the proximal kink observed. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, the kink was noticed before the device was used on the patient. Confirmed quantity of 1 device, confirmed used. According to the initial reporter, the patient did not require any additional procedures due to this occurrence. Investigation findings conclude that a possible root cause for the device damage was most likely produced through handling damage due to poor device removal technique. Complaint is confirmed based on visual and/or functional inspection.

Event description:
Per problem notification and report - metal shaft at base of handle is exposed and should be flush to the base of the handle in order to attach to linear euscope. Used different device or procedure. Per customer - (B)(6) 2022 - this will not be reported to FDA and there was no patient injury. The defect was noticed before it was used on the patient. The product was returned with the shipping labels provided tracking# 770510993642. Patient outcome: 6.3.1.1 did any unintended section of the device remain inside the patient¿s body? If yes, please describe. 6.3.1.2 was the patient hospitalized or was there prolonged hospitalization due to this occurrence? 6.3.1.3 did the patient require any additional procedures due to this occurrence? If yes, please describe. 6.3.1.4 did the product cause or contribute to the need for additional procedures? If yes, please specify additional procedures and provide details. 6.3.1.5 has the complainant reported any adverse effects on the patient due to this occurrence? -no. 6.3.1.6 has the complainant reported that the product caused or contributed to the adverse effects? -no. Please specify adverse effects and provide details. Patient/event info - notes: per customer - 09jan2023 - 1. Are images of the device or procedure available? N/a, yes, no -no. 2. Was the device damaged in packaging prior to removal? N/a, yes, no -no. 3. Was the device damaged on removal from packaging? N/a, yes, no -no. 4. Did the patient require any additional procedures as a result of this event? N/a, yes, no -no. 5. What intervention (if any) was required? -replaced product. 6. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day -n/a. 7. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a, yes, no. Per customer - (B)(6) 2022 - this will not be reported to FDA and there was no patient injury. The defect was noticed before it was used on the patient. The product was returned with the shipping labels provided tracking# 770510993642. 4.0 rpn prefix. Echo. 4.1 for all complaints, ask: are images of the device or procedure available? N/a, yes, no. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. Please specify if yes. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, yes, no. If the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no. If no, please specify where the damage is located: was gaining access to the target site difficult? N/a, yes, no. Was the device used in a tortuous position? N/a, yes, no. Was puncture of the target site difficult? N/a, yes, no. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. Please describe the size of the intended target site. If not with the device in question, how was the procedure performed and/or finished? Was the device damaged in packaging prior to removal? N/a, yes, no. Was the device damaged on removal from packaging? N/a, yes, no. Was force required to remove the device? N/a, yes, no. Did the patient require any additional procedures as a result of this event? N/a, yes, no. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a, yes, no. If yes, please specify what was observed and where on the device it was observed. What is the scope manufacturer and model number that was used? Was resistance felt while inserting the device through the scope? N/a, yes, no. Was the scope recently serviced / repaired? N/a, yes, no. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Was the syringe used during the procedure, after the stylet was removed? N/a, yes, no. Was difficulty experienced while retracting the needle? N/a, yes, no. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a, yes, no. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a, yes, no. Was the stylet partially removed when advancing the needle into the target site? N/a, yes, no. How many samples were obtained (passes completed) with this needle? Did any section of the device detach inside the patient? N/a, yes, no if yes, please specify: was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no. If an ebus procedure did the needle tip hit the cartilage rings of the trachea?

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.